Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive on the bending section cover was detached. A root cause could not be identified. Based on the results of the investigation, it is likely a stress problem led to the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope's cover cap was missing at the distal end. There were no reports of patient harm.